Manufacturer narrative:
Additional information: no product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Further information regarding the product details was requested but not received.

Event description:
Further information revealed the fiber optic to serial converter was not functioning as intended.

Event description:
During the procedure, it was not possible to secure a reliable connection between the ep-4 and the dws. The ep-4 stimulator cable, fiber opitc cables and the fiber optic-to-serial converter were all checked, and the serial converter was noted to have a lack of flickering lights. A software issue was also noted at startup. The procedure was cancelled with no patient consequences.